Event description:
Received general report of multiple undocumented incidences of transducers leaking when used on pediatric pts. When changing monitoring tubings on old pressure lines, tranducers were noted to be "broken or leaking near the squeeze flush," and they were unable to obtain pressure readings. In one incidence, the tubing needed to be changed three times before a tubing was hooked up that gave readings. No specific pt info was available. At the time of the occurrences, several infants were on vasopressor drips, and it is unknown if event occurred with one of them. No pt harm was reported.